Event description:
Case description: investigation result: novopen 4, batch no. Lvg3n82 the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Novorapid penfill, batch no. Unknown no investigation was possible, because neither sample nor batch number was available. Tresiba flextouch, batch no. Rt6gg48 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Tresiba penfill, batch no. Ps6kv40 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: on (B)(6) 2025: the suspected novopen 4 device was returned to novo nordisk for assessment. Initial inspection revealed the presence of dirt on the dose selector, cartridge holder, and piston washer, as well as a detached dose window. The device's mechanical functionality was tested and found to be within specification, with no anomalies observed. The product was therefore deemed compliant with all relevant standards. The dust and foreign matter identified were attributed to accidental damage incurred during use, and do not affect the device's mechanical operation. However, should the accumulation of dust increase, there is a risk that the piston rod could become obstructed, potentially causing the pen to malfunction. In such cases, it is recommended to use a spare pen; if a spare is unavailable, the patient may be at risk of hyperglycaemia. Based on the information available, the root cause of the reported hyperglycaemia is incorrect handling of the device. H3 continued: evaluation summary novopen 4, batch no. Lvg3n82 the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Suffered from hyperglycemia (528 mg/dl) [hyperglycaemia]. Novopen 4 issue-dose screen of np4 is broken [device breakage]. Withdraw the insulin by the syringe from novorapid penfill to get the dose [wrong technique in product usage process]. Case description: study ID: (B)(6) novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 34.9 kg. Patient's height and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia (528 mg/dl) (hyperglycemia)" with an unspecified onset date , "novopen 4 issue-dose screen of np4 is broken (device breakage)" with an unspecified onset date , "withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (dose: maximum 4 u daily) from unknown start date for "type 1 diabetes mellitus", , tresiba flextouch u100 (insulin degludec 100 u/ml) from unknown start date for "product used for unknown indication", tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "drug use for unknown indication", dosage regimens: novopen 4: novorapid penfill: tresiba flextouch u100: tresiba penfill: current condition: type 1 diabetes mellitus (since on (B)(6) 2023). Concomitant medication included: limitless films (non-codable). Patient started using novorapid penfil from more than 1 year and ongoing, dose was according to the meal (maximum 4 u daily and was also on tresiba flextouch or tresiba penfil according to hi from 1 year (ongoing). On an unknown date due to novopen 4 issue the patient suffered from hyperglycemia with fbgl (blood glucose) of 528mg/dl and hba1c (glycosylated haemoglobin) was 9%.the patient educator reported that the dose screen of np4 is broken. On an unknown date patient's hba1c (glycosylated haemoglobin) was 7(units not reported), fbgl (blood glucose):150-120-90 mg/dl; ppbgl (blood glucose): 160-170 mg/dl. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 4: lvg3n82 novorapid penfill: requested. Tresiba flextouch u100: rt6gg48. Tresiba penfill: ps6kv40. Action taken to novorapid penfill was not reported. Action taken to tresiba flextouch u100 was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "suffered from hyperglycemia (528 mg/dl) (hyperglycemia)" was not recovered. The outcome for the event "novopen 4 issue-dose screen of np4 is broken (device breakage)" was not reported. The outcome for the event "withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): unknown. Novopen 4 issue-dose screen of np4 is broken (device breakage): unknown. Withdraw the insulin by the syringe from novorapid penfill to get the dose. (Inappropriate drug extraction with syringe): unknown. Company's causality (novopen 4). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): possible. Novopen 4 issue-dose screen of np4 is broken (device breakage): possible. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): possible. Reporter's causality (novorapid penfill). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): unlikely. Novopen 4 issue-dose screen of np4 is broken (device breakage): unknown. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): unknown. Company's causality (novorapid penfill). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): possible. Novopen 4 issue-dose screen of np4 is broken (device breakage): possible. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): possible. Reporter's causality (tresiba flextouch u100). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): unlikely. Novopen 4 issue-dose screen of np4 is broken (device breakage): unknown. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): unknown. Company's causality (tresiba flextouch u100). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): possible. Novopen 4 issue-dose screen of np4 is broken (device breakage): unlikely. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): unlikely. Reporter's causality (tresiba penfill) - suffered from hyperglycemia (528 mg/dl) (hyperglycemia): unlikely. Novopen 4 issue-dose screen of np4 is broken (device breakage): unknown. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): unknown. Company's causality (tresiba penfill). Suffered from hyperglycemia (528 mg/dl) (hyperglycemia): possible. Novopen 4 issue-dose screen of np4 is broken (device breakage): unlikely. Withdraw the insulin by the syringe from novorapid penfill to get the dose (inappropriate drug extraction with syringe): unlikely.